Event description:
Promus element plus clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2012, the subject was diagnosed with acute inferior wall myocardial infarction and was referred for cardiac catheterization. The target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 14 mm long with a reference vessel diameter of 3 mm. The lesion was also treated with direct stent placement using a 3.0 x 16 mm promus element plus stent with 0% residual stenosis. One day post procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2013, the subject experienced exertional chest discomfort. Five days from onset of symptoms, the subject was admitted emergently with recurrent chest pain which was subsequently diagnosed as unstable angina. Electrocardiogram showed sinus rhythm with no st and t wave. The subject was then recommended for cardiac catheterization. The 99% in-stent restenosis of previously placed study stent located in the mid rca was treated with balloon angioplasty and placement of a 3.0 x 38 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).